Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4) implanted: (B)(6) 2021, product type implantable neurostim ulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was rep reports patient (pt) has two 97715 ins implanted. Rep reports pt is having recharge communication issues when she tries to charge both ins devices at the same time. Rep said the recharging works fine when the pt charges one ins at a time. Ts reviewed that pt should charge one ins at a time. Ts reviewed the labeling covers possible telemetry interaction with two devices. Rep will explain to pt that they should only charge one ins at a time. Additional information was received from the manufacturer representative (rep). Patient is having issues charging. She has 2 devices- one in each buttock. When charging- she will often get a tone and a message saying charging needs attention. When we went back in/ it picked it back up with excellent charge, but patient said that doesn't always happen. She also notices that the charging indicator will often go to (B)(6) without the tone and sometimes no light even when not charged fully. When checking her programming- one device states that she can go 1.5 days while the other states 2.5. Patient said she has to charge both 2x a day to keep it charged or she will get a warning. She also mentioned she had to pop the controller battery out to reset the controllers. Patient has used one controller for both implants. Discussed using the controller specific for that implant. Implants are closer in proximity. One in each buttock. These were replacements. Patient said that when she charges, she cannot charge both as the antennae overlap.